Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Concomitant medical products: concomitant micro clave connector, 10ml covidien syringe were used.

Event description:
The customer reported a leak of unasyn where the nonbd connector is attached to the tubing while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak of unasyn where the non-bd connector (determined to be a microclave connector) is attached to the tubing was confirmed. Visual inspection observed no anomalies. Functional testing was performed and no anomalies or leaking was observed. Dimensional analysis was within specification. The root cause of the leak was a slight gap between the syringe psd microbore set female luer and the non-bd microclave connector.

Event description:
The customer reported that during a unasyn infusion a leak was noted between the male end of the nonbd connector and the female luer of the microbore tubing. There was no patient harm.